Event description:
It was reported that the patient experienced increased seizures and was admitted to the hospital during the week of (B)(6) 2014. The patient's vns was interrogated and found to be functioning properly. Device setting changes were made increasing the normal mode output current from 1.5 and 1.75 and magnet output current to 1.75 and 2.0 ma. The patient's medication levels were also changed as interventions. Further follow-up with the physician's office revealed that the patient's seizures did worsen more than pre-vns levels and that the device setting changes and medication changes decreased the patient's seizures. It was reported that vns could not be ruled out as a cause for the increase in seizures.

Manufacturer narrative:
.